Event description:
Reference number (B)(4) event occurred in the united states on (B)(6)2024, it was reported that the patient encountered infusion set tubing detachment from connector. Infusion set was in use for 1 day. Patient replaced infusion set and resumed insulin successfully. No further information